Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower users were unable to power on the monitor at that moment. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station tower had been powered off. The customer stated that the station kept shutting off and had to be turned back on using the power button. A field service engineer checked the power settings and noticed that sleep and hibernation were enabled. All settings were changed to never. The system functioned as intended after the field service engineer repaired the device.